Event description:
It was reported that loss of capture due to dislodgment was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During implant, no sensing and failure to capture were observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but was unsuccessful. The event was resolved by explanting and replacing the rv lead. No adverse consequences were reported.